Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for non-malignant pain. The rep reported that they interrogated the implantable neurostimulator (ins), and high impedances were noted with most electrodes on the 5-6-5 lead. External or environmental factors that may have led to the issue were unknown. The rep stated that they tried to program around the higher impedance electrodes. They indicated that the issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.